Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was not confirmed. Based on the results of the investigation and the information provided, it could not conclusively specify the root cause of the suggested event. It was presumed that there was a difference in recognition on device handling or reprocessing steps between olympus recommendation and the user facility. The event can be prevented by following the instructions for use which state: preventive measure is described in IFU: uretero-reno videoscope olympus urf type v. Three attempts were performed to obtain additional information, but no response was received from the customer. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the reno videoscope experienced insufficient/incorrect reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.